Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted from the left eye after the patient complained of photophobia, blurry distance vision and dimmed vision in both eyes prior to light adjustments and following the use of a tanning bed. One light adjustment was performed thereafter to attempt to resolve the patient's symptoms. Following the explant and implant of a non-lal iol, a retinal tear was found in the left eye.

Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).